Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for a gi bleed and would continue to be monitored.

Manufacturer narrative:
Based on the information available to the manufacturer, a root cause for the report of gi bleeding could not conclusively be determined through this evaluation. The patient remains ongoing on lvad support and no further related issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.